Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse replaced the batteries. The fse also replaced the safety disk due to its nearing of expiration hours. The fse performed all performance and safety tests successfully. The unit was then cleared for clinical use and returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check,  the cs300 intra-aortic balloon pump (iabp) does not hold a charge. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a